Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming pulse test) has been confirmed. As received, the electrode belt failed incoming functionality testing. The cause for the test failure was isolated to shorted esd700 diode array on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the eds700 diode array on the distribution node pca. No adverse event resulted from the defective electrode belt.

Event description:
During investigation into a separate issue, electrode belt sn (B)(4) failed incoming functionality testing.